Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. After investigation the results indicated a reportable malfunction due to the delaminated downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal.

Event description:
It was reported that the case was broken at the battery door. The customer returned the product for the broken case, and during physical inspection it was found that the downstream occlusion (dso) seal was delaminated. This occurred during testing, and there was no patient involvement.